Event description:
The reporter stated that the surgeon was implanting a lens using an aq cartridge fp and noted that the cartridge caught onto the wound, ripping the incision. The cartridges were described to be "flaying open" as they were being inserted, because of a "jagged piece of plastic" located at the side of the slits of these cartridges would hook onto the wound incision. No sutures were required to close the wound. The lens was implanted successfully and remains implanted. The injector model that was used was an msi-pm. The reporter was unable to provided the injector lot number.